Manufacturer narrative:
Section d10: concomitant products; ps press fit femur; cemented tibia. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 63 y/o female patient per surgeon discretion the truliant size 2 ps femur, size 2 -13mm ps poly, and the size 2 tibia were explanted from the patient and was revised to implants from a competitor. Prior to surgery, the patient was experiencing poor range of motion. The patient was not revised to an exactech device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to hospital protocol.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reported revision due to loss of range of motion cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.